Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A consumer reported foggy and blurred vision following an intraocular lens implantation procedure in (B)(6) 2020. She noted swelling and difficulty reading. She did not wish to provide further information. She also declined to provide the implanting physician contact information.